Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Visual and x-ray inspection of the lead found no anomalies. A stylet was able to be fully inserted in the lead body and removed with no restriction.

Event description:
Related manufacturer reference number: 2017865-2023-35750. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an inability to capture and pace, an inability to sense, and noise oversensing that led to inappropriate mode switch episodes. The ra lead was capped on (B)(6) 2023. A replacement ra lead was then used but the stylet could not be fully advanced to the tip. The replacement ra lead was not used and was replaced. The patient was in stable condition.